Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Customer reports getting a false negative anti-d result for one male trauma patient that was tested on (B)(6) 2018 with abd/reverse gel card lot 091517037-21 exp 8/29/2018 by manual gel method. Qc passed, no other patients affected. The patient received three d negative blood units based on this result. No patient harm was reported. The patient was transported to another facility and on (B)(6) 2018 they reported the patient was d antigen positive. Their testing was done using another manufacturer's anti-d reagent and then by another manufacturer's analyzer. No further details of the d antigen strength based on reaction gradings could be provided at this time. Microtubes/wells or cell (donor #) affected: anti-d, methodology used: manual gel, incubation time (for manual test only): immed spin, reaction grade obtained: neg, customer was expecting: no expectation due to no patient history test repeated: no. Qc passed with ortho confidence kit, patient/sample data: male trauma patient, transfusion history: unknown, sample type: edta. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Tsc requested the patient sample be retested, customer agreed to do so. Customer will do so by gel and by tube method. Tsc inquired if the sample they had on the patient would be sent out to a ref lab. Customer was not sure at this time. Customer indicated additional d positive blood was transfused at the other facility and now the patient is testing mixed field as expected. Tsc inquired about details of the tube method at the phase of testing in which the positive reaction was achieved but customer could not elaborate. She may contact the other facility at a later time. Review of the instructions for use of the abd/reverse gel card was done and reiterated the following "...the partial dvi epitope variant of the d antigen will not be detected with this monoclonal reagent". Tsc also discussed how the use of different methodologies and reagent clones by different manufactures may not always produce the same results. Tsc will follow up for retests results and further discussion. Customer was followed up. Upon retesting the same sample by a different tech by two methods (same lot of gel cards and tube method) the reaction obtained was d antigen positive. Customer could not explain the initial d antigen negative result obtained by her coworker but she is confident the issue was not due to the product. Qc has been passing and no other patients tested have produced erroneous results. Tsc provided discussion of possible causes.